Event description:
It was reported that the device did not record an episode of supraventricular tachycardia (svt), which was diagnosed to be an episode of 1:1 atrial based tachycardia, which was subsequently treated with medication. The physician wanted to know how to program the device to record episodes of svt. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.